Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The low drain volume alarm was not confirmed, and the root cause was air in the line. The air in line was not confirmed and a cause of the air was not determined. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA # renq-CAPA-(B)(4). A batch review was not performed as the lot number was unknown.

Event description:
A customer contacted baxter's technical service center regarding a home choice (hc) issue of air in line. The home patient (hp) would start over with all new supplies. The technical service representative informed the hp about checking the patient line after the machine has primed to insure all air was out. The hp understood. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6)-2011. The patient stated the following: the cause of the air was unknown and therapy has been going fine since the event. The sample was discarded and box of supplies used for therapy so a companion sample and lot number were not available. No patient injury or medical intervention was reported.